Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, bad battery, low battery, battery out limit, failed battery test alarms during testing. The pump had intermittent up button response due to moisture damage keypad traces. No unexpected numbers were ramping during testing. No moisture damage was found on electronic assembly during visual inspection. The pump had cracked lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 222 mg/dl. The customer stated that when he tried to enter his carbs for a bolus, the numbers kept scrolling. The customer stated that every once in a while, he wipes the pump down. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.